Event description:
Customer reported a malfunction in her pump with a resettable error code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to call back if the issue reoccurs and acknowledged the instruction.